Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient experienced vertigo while wearing aligners. Received letter from doctor stating that patient is not tolerating treatment well and they advised the patient to stop aligner treatment.